Manufacturer narrative:
H3, h6: the device was not returned for evaluation. However, the photographs were reviewed, and revealed that the fracture of the implant. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. Two undated, unlabeled photos shows a insert with the broken post next to it were provided, that confirms the reported breakage. Although, the patient was revised to treat the reported complication, the root cause and/or the patient impact beyond that which has already reported cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment can be rendered at this time. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed in warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. The patient should be warned that the device does not replace normal healthy bone. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. Material specification shall control the quality and manufacture of ultra-high-molecular-weight polyethylene (uhmwpe) bar stock. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique, postoperative care, patient anatomy, abnormal loading of limb, excessive forces and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka had been performed on an unspecified date, the patient sustained a post breakage of the lgn ps high flex xlpe sz 5-6 15mm. A revision surgery was conducted on (B)(6) 2023 to treat this complication. Any clinical symptoms experienced by the patient along with the implant failure are yet to be confirmed. The current state of health of the patient is unknown.